Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose and also under delivery anomaly. The customer¿s blood glucose level was 300-400 mg/dl and 200 mg/dl. The customer¿s blood glucose level was 200 mg/dl at time of incident and current blood glucose level was 249 mg/dl. The customer was treated with pump. The customer¿s stated that the infusion set wasn't getting the over delivery like the recall says but lack of delivery and high blood glucose. It was also reported that they had air bubble of approximate size of air bubbles was half an inch. The customer alleges pump was under delivering because she had been having high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised that if high blood glucose persist following the set change they can perform the high pressure test. The insulin pump will not be returned for analysis.